Event description:
A report was received that the patient will undergo a revision procedure to replace her entire system. No further information is available at this time.

Event description:
A report was received that the patient will undergo a revision procedure to replace her entire system. No further information is available at this time.

Manufacturer narrative:
Additional information indicates that the patient was explanted due to discomfort at the ipg site as the ipg was flipped. The physician chose to explant the patient due to other medical reasons. The patient is reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm model # sc-3138-35 serial # (B)(4) description: phase iii lead extension - 35 cm.